Manufacturer narrative:
The customer's product was not returned for investigation, so no further investigation was possible. Information was not provided concerning the neonate patient's stress, blood flow to the site, tube/technique used by the laboratory or nurse, or condition of the patient at the time of comparison. All of these factors could have affected the accuracy of the results obtained. None of the treatments provided to the patient are currently known to interfere with the accuracy of the test results.

Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received an erroneous result for one neonate patient tested with accu-chek inform ii meter serial number (B)(4). At 4:24 p.m., a capillary heel stick sample was tested on the meter, resulting as 55 mg/dl. At 4:30 p.m., a venous sample was collected and tested in the laboratory, resulting as 40 mg/dl. At 10:28 p.m., a capillary heel stick sample was tested on the meter, resulting as 62 mg/dl. At 10:50 p.m., a venous sample was collected from the patient and tested in the laboratory, resulting as 20 mg/dl. The patient was treated based on the 20 mg/dl value. The patient was given a bottle of enfamil lipil at 11:44 p.m.. This was the only known treatment received by the patient. On (B)(6) 2017 at 10:20 a.m., a capillary heel stick sample was tested on the meter, resulting as 71 mg/dl. On (B)(6) 2017 at 10:20 a.m., a capillary sample was collected and tested in the laboratory, resulting as 64 mg/dl. No adverse events were alleged to have occurred with the patient. The patient is well and in stable condition. The patient had not been diagnosed with galactosemia and had a hematocrit of 52.5%. The customer did not know if the test strips used on the meter were from the same vial. Quality controls were run on the meter within 24 hours of patient testing and these passed. The customer's product was requested for investigation and replacement product was sent to the customer. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.